Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited a helix anomaly. The lead was not used and a new lead was successfully implanted. The patient's condition was stable post procedure.